Manufacturer narrative:
Investigation included a review of device alerts, device history evaluation, and complaint handling with plans for product return and analysis. Investigation of this case revealed device error indications consistent with software and memory write faults affecting insulin delivery. It was concluded that the device experienced a malfunction that interrupted therapy, and a replacement device was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet bionic pancreas displayed multiple malfunctions, including software runtime error, state error, algorithm data parity check, and an external flash write error, after which insulin delivery stopped and the user transitioned to subcutaneous insulin injections while a replacement device was arranged. Symptoms included hyperglycemia with reported thirst. Outcomes included temporary interruption of insulin delivery and the need for alternative therapy.